Manufacturer narrative:
A medtronic representative, following-up at the site, confirmed that the image acquisition system (ias) was showing "stand alone mode" on the pendant. The mvs would not establish connection to the ias. Return requested. Replacement mvs interface cable shipped to site (B)(4) 2016. Suspect mvs interface cable returned to manufacturer for analysis and is under analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Trouble-shooting revealed that connection between mobile view station (mvs) and image acquisition system (ias) had become compromised. Replaced mvs interconnection cable. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spinal fusion procedure, the site's imaging system would not boot all the way. They re-booted the imaging system, it booted correctly and normal function was restored. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported problem was caused by an electrical failure. Returned cable failed bench level testing, continuity test passed, 100t test passed. The gbit test failed, showed opens between lines 1 and 2. Passed visual inspection. As previously reported the cable was replaced to resolve the issue.